Manufacturer narrative:
Citation: endovascular treatment of intracranial arterio-venous malformations with onyx embolization: preliminary experience. Florio f1, lauriola w, nardella m et. Al the device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to this event: 2029214-2017-00350, 2029214-2017-00351, 2029214-2017-00352, 2029214-2017-00353 and 2029214-2017-00355. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during literature review that during embolization procedure with onyx, catheter glued to the injection site. The patient with left frontal intracranial avm examined for seizures and headache. The catheter in the descending thoracic aorta, glued into the avm nidus during prolonged onyx injection, resected at the femoral site and elastically retreated into the thoracic aorta. Flow rider 1.8 or 1.5 microcatheter used in event. Ten patients were treated (7 men, 3 women; mean age: 29 years, range: 12-48 years) for a total of 37 embolizations, 22 with onyx and 15 with acrylic resin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.